Event description:
It was reported that during cleaning and sterilization of the maryland bipolar forceps instrument, it was identified that some of the wires at the tip of the instrument were broken/torn up. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned, but the investigation has not been completed. A follow-up MDR will be submitted once the investigation is finalized.